Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name: endurant ii iliac stent graft, model: etlw1616c93ej, implant date: (B)(6) 2014, serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endurant ii stent graft system was implanted for the treatment of an abdominal aneurysm. A CT scan taken approximately 11 years and 7 months post index procedure revealed the presence of bilateral type ib endoleaks. Intervention was performed two days later, during which both the right and left internal iliac arteries were embolized and a stent was implanted within each limb. The endoleak was reported to have resolved. According to the physician, the cause of the event was anatomy related. It was said that type ii endoleak was also present, and aneurysm enlargement resulted in loss of distal seal. No additional sequelae were reported, and the patient is fine.